Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2018-08359, reference MFR. Report#: 1627487-2018-08360. Follow up information identified the patient¿s entire system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-08359, reference MFR. Report#: 1627487-2018-08360. It was reported the patient is not receiving effective therapy due to lead migration. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A correction is being submitted for the initial MFR report submitted on 13 sep 2018, to correct the date received by manufacturer. The correct date is 28 aug 2018.